Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was peeling/lifting below the ok button, exposing the button contact. Testing confirmed that all keys were responsive to button presses and were functional. During evaluation the display screen was found to be dim, discolored and difficult to read. A test screen was inserted and was found to function properly. Unrelated to the display issue, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).